Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side "initially with capsular contracture (grade unknown) and incidentally found implant rupture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d.6., d.7., g.5., h.4., h.6. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/capsular contracture was received on may 20, 2020 with lot number: 3058685. Visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion. A microscopic analysis was performed which identify crease smooth on anterior side. Based on the device analysis the final assessment is: a crease smooth on posterior side due to fold flaw opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "initially with capsular contracture (grade unknown) and incidentally found implant rupture". The device has been explanted.